Event description:
Total hip - right- replacement manufactured by stryker, which has developed squeaking and clicking sound. When this happens it causes me to limp, which in turn caused severe back ache. Dates of use: 2004 - 2009. Diagnosis: avascular necrosis.